Manufacturer narrative:
(B)(4). The information provided was incorrect with the initial report. The correct information has been provided with this report.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 449 mg/dl. Customer¿s blood glucose level was 449 mg/dl. Customer declined troubleshoot for high blood level. Customer stated that they changing out her infusion set and her cannula was bent. The product was returned for analysis.